Event description:
The customer complained that the brakes would not hold when set.

Manufacturer narrative:
The technician adjusted the brake steer casters, which resolved the issue. The stretcher operates normally.